Event description:
Pt admitted to hosp with an ischemic ulcer. Pt was found to have occlusive arterial disease. Pt underwent several procedures: peripheral artery angiography via the rt femoral artery of the lt leg silverhawk atherectomy of the lt superficial femoral artery laser atherectomy of the anterior tibial artery balloon angioplasty of the anterior tibial artery silverhawk atherectomy of the popliteal and tibioperoneal trunk. During the procedure in the process of removing the fox hollow device the device was noted to come entrained in proximal calcium. The device could not be advanced but it could be move proximally. Attempts to readvance the sheath were not successful. Contalateral access was obtained in the lt groin. A snare was successfully introduced into the contralateral femoral artery. The device was snared without difficulty and brought out through the lt femoralartery.